Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had gone through 3 batteries that week and it has shut off with no warning. The alarm history was reviewed and it was confirmed that no low battery alerts were received. The customer did receive a weak battery alarm the morning of the call during normal use and two battery out limit alarms on (B)(6) 2015. Blood glucose value is unknown. The customer was advised that the battery cap would be replaced.